Event description:
During an atrial fibrillation procedure, immediately after sheath insertion, air was continuously aspirated during air removal. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.